Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The device internal hlc batteries were depleted. Further extensive device testing was unable to determine the cause of the issue. A replacement device was provided to the customer.

Event description:
It was reported that the device initially had all three (attention, charge pak and wrench) icons. The customer replaced the charge pak but the chargepak icon remained and the device would not power on. There was no pt use associates with the event.